Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type iii bone) in site #14. Primary stability was achieved. Osseointegration was not achieved. The clinician states possible biomechanical overload was involved. The implant was removed on (B)(6) 2012 due to pain. Med. History: xerostomia.